Event description:
After successfully stenting a slightly calcified, slightly tortuous, 90% stenosed proximal lad via a radial approach, difficulty was experienced during attempts to withdraw the sds catheter. It is unclear if the issue was that the sds balloon became stuck inside of the implanted stent, or if the sds became stuck on the hydrophillic guidewire; or if both issues occurred. Initially, it was thought that the balloon was stuck inside the deployed stent, so the physician inflated and deflated the balloon several times, and the sds was said to have moved slightly. The sds was then noted to become stuck on the tgv floppy guidewire, and could not be withdrawn into the guiding catheter. Therefore, the physician removed the cypher with the guidewire as one unit, and the procedure was completed. The guidewire was ultimately removed from the sds with some resistance outside the patient. There was no patient injury reported. The physician commented that the issue might be with the guidewire exit port on the sds. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 day of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery system.